Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly calcified fistula. Two 8.0mm x 40mm x 75cm athletis balloon catheters were advanced for dilation. However, the first balloon ruptured when it was inflated at 24 atmospheres (atm), and the second balloon also burst when inflated at 26atm. The physician believed that there may have been a balloon perforation after inflating with these balloons as there was contrast leaking after angiography. Both devices were removed and there were no fragments left inside the patient. The procedure was completed with a 10mm non-boston scientific balloon catheter. No patient complications were reported.

Manufacturer narrative:
D2b pro code (product code): dqy. Device evaluated by MFR: athletis 8.0mm x 40mm x 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 15mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Manufacturer narrative:
D2b pro code (product code): dqy.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly calcified fistula. Two 8.0mm x 40mm x 75cm athletis balloon catheters were advanced for dilation. However, the first balloon ruptured when it was inflated at 24 atmospheres (atm), and the second balloon also burst when inflated at 26atm. The physician believed that there may have been a balloon perforation after inflating with these balloons as there was contrast leaking after angiography. Both devices were removed and there were no fragments left inside the patient. The procedure was completed with a 10mm non-boston scientific balloon catheter. No patient complications were reported.